Manufacturer narrative:
The product will not be returned so no evaluation was possible. The customer felt resistance during the fill process, which indicates a probable problem with a retainer that allowed a component to move resulting in damage which prevented the plunger from advancing. The user would have been aware of a problem during the fill process. There is resistance felt in filling the pod with insulin and a distinct "crackling" noise resulting from stripping the threads of the component when over-pressurised. The omnipod user guide states: "warning: never use a pod if, during fill, you detect any crackling noise or resistance while depressing the plunger of the fill syringe. Using a pod with these conditions could result in under-delivery of insulin." The user is also instructed in the user guide to frequently monitor their bg levels. By following these recommendations, the user would become aware of high bg levels and could use another device or backup therapy if required.

Event description:
A customer's mother called in to report that her son had high bg reading (300) and did not know why. He had pod on for 1 day. After further inquiry, the caller stated that the pod was hard to fill. The customer was instructed not to use hard to fill pods as described in the user guide. The customer was able to activate another pod without further problems. No further problems reported.